Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3389s-40, lot# va0mn2e, implanted: (B)(6) 2014, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a rep indicated that the infection started as swelling in right chest pocket after their original implant. This was aspirated and cultured without growth. The incision recently opened with significant drainage - the wound was described as "broken down". The ins site tested positive for (B)(6). The left incision looked good except for a small area of redness at the lateral incision. The patient also noted a headache upon arrival. The patient tolerated the device removal procedure well and had manifested no acute post-surgical issues, however noted some post-operative pain. They saw and examined the patient on the day of discharge and the patient denied chest pains, shortness of breath or exacerbation of their other co-morbid conditions. The patient was ambulating independently, voiding spontaneously, and tolerating an oral diet. The patient was capable of participating in their own activities of daily living. Concomitant medications include 10 days of bactrim and clindamycin post discharge. Medications also include synthroid, vitamin d, citalopram, triamterene, and hydrochlorothiazide. Medical history includes long history of intention tremors - their mother and son have them as well - along with depression, hypertension, and hyperthyroidism. Their surgical history includes cesarean section, cholecystectomy, kidney stone removal, breast implants, and hysterectomy.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial #: (B)(4), implanted: (B)(6) 2014, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-jul-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the right ins and extension were removed at some point prior to today for an infection. The brain lead still remains implanted but inactive. And today the left ins was replaced only due to it being end of service (eos). No further patient complications were reported/ anticipated as a result of this event.